Event description:
The customer reported that the system would not boot at the beginning of the case. No patient injury was reported.

Manufacturer narrative:
The ge service rep reset the breaker and replaced the surge suppressor pcb. System boots normally.